Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 55.9 months due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant ICD was subsequently implanted.